Event description:
The following was reported to hamilton medical ag: failed nebulizer test + during previous usage of this ventilator the following alarms got activated vt low', 'low minute volume', 'loss of peep', 'low pressure', 'vt high', 'high minute volume' and 'high peep'. - neither delay of patient treatment nor harm to patient, user or third party was reported towards hamilton. Investigation still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4) . Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: - failed nebulizer test + during previous usage of this ventilator the following alarms got activated vt low', 'low minute volume', 'loss of peep', 'low pressure', 'vt high', 'high minute volume' and 'high peep'. - neither delay of patient treatment nor harm to patient, user or third party was reported towards hamilton. Investigation still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation still ongoing. ----------------------------------------------------------------------- . The issue was discovered during testing with no patient involved as it was during maintenance of the device. Consequently, the event did not cause or contribute to a death or serious injury. The device did not alarm visually or audibly as per report information. It is indicated that the device failed the nebulizer tubing/connection tightness check in service software (= maintenance) due to air leakage at the mixer valve when pressurized to 60 psi. Upon retroactive analysis of the event log files, it was discovered that the ventilation software was switched off on 22.12.2022, and the service software was reactivated on 02.03.2023. This resulted in a 70-day period during which the device was switched off. As per service technician, this information cannot be found in the logfile. The service technician reported that the c1/t1 o2 mixer assembly (msp 161609) was replaced (based on the found logfiles entries). Functionality of the device was confirmed through testing, and the device was returned to service. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023. --------